Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) system was explanted due to pocket infection and erosion. System will be replaced in the future. Cultures were taken and antibiotic treatment was necessary. No further patient complications have been reported as a result of this event.